Event description:
It was reported that during the post-op check, this right ventricular (rv) lead was exhibiting increased threshold values, and a dislodgment was suspected. An attempt was made to reposition this lead, which required approximately 30 rotations to extend the helix. During the initial repositioning, sensing values were present; however, could not be obtained, and the helix could not be retracted again. Subsequently, this lead was replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the post-op check, this right ventricular (rv) lead was exhibiting increased threshold values, and a dislodgment was suspected. An attempt was made to reposition this lead, which required approximately 30 rotations to extend the helix. During the initial repositioning, sensing values were present; however, could not be obtained, and the helix could not be retracted again. Subsequently, this lead was replaced with a new one. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgment. The sensing issue, and high capture threshold allegation was not confirmed, despite the inner coil fracture. The helix difficulty/fracture likely occurred during revision(explant). No other conductor abnormalities were found. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.